Event description:
One touch ultra meter would not power on. In 2006, the patient got an evening blood glucose result of about "240 mg/dl". The next day the pt felt as though he blood glucose was reading high. One of her reported symptoms was "throwing up". When she attempted to test herself with the meter, it would not turn on. Later that same day, the pt had a pre-scheduled doctors appointment. She obtained a blood glucose reading of over "300 mg/dl" in the office using an unidentified meter. As a result, the pt was given an insulin injection (unk type/dose) by the doctor. The pt admitted to take her prescribed "glucophage" dosages that day before and the day of the event. She also claims to have taken her prescribed 75 units of "lantus" insulin the night before. As a result of the doctor's visit, the pt was prescribed a new insulin that she could not recall the name of. The pt was not hospitalized. From april 3 to april 8, 2006, the pt tested herself using her friend's one touch ultra meter. The meter, test strips and control solution were replaced. This complaint is being reported due to the following conclusion: the pt developed symptoms but was unable to test her blood glucose due to the power issue of the meter. The pt ultimately received insulin treatment for hyerglycemia in the doctor's office.